Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the right knee arthroscopy + lateral meniscus repair, the surgeon commented that the usual "click" that confirms deployment was not noted. The surgeon confirmed visually (sales rep present) that t2 did not deploy as per usual. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending the delivery needle during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.